Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
During cath lab procedures while using the phase-in etco2 option for merge hemo, the system could occasionally become non-responsive to user actions (freezes up), the record button might become grayed out and unable to start /stop recording, or multiple short recordings might be displayed versus the typical long, continuous recording. A customer reported that etco2 was not displaying after they moved the computers. When the etco2 module is unplugged and then re-connected to the pdm without restarting the system there is a chance that the system can either lock up the client pc, or when the user records invasive pressures multiple short recordings are captured instead of one longer recording. The workaround that was available was to reboot the hemo monitor after unplugging or plugging the etco2.